Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was difficult to press. The pump did not rebound due to fluid loss. It was noticed that the pump quickly deflated after the injection of water. The ipp pump was explanted and replaced. No patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was difficult to press. The pump did not rebound due to fluid loss. It was noticed that the pump quickly deflated after the injection of water. The ipp pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak, functionally tested. No anomalies were found with the pump. The pump passed all the tests. The cylinders were microscopically inspected, and leak tested. Both cylinders had wear at fold in the proximal end and middle of the cylinder. The first cylinder had a hole in the proximal end of the cylinder from sharp instrument and did not pass the leak test. The second cylinder passed the leak test. The reservoir was microscopically inspected, and leak tested. The reservoir passed both tests. Product analysis was able to confirm the reported device allegation.